Event description:
Rptr has exhibited allergic symptoms when exposed to latex for the past 10 years. Symptoms include skin rash, itchy eyes, warm flushed face; and have progressed in severity over time. Rptr avoids latex as much as possible, however she is finding it difficult to work in latex environments. Rptr is still employed as an ER nurse.